Event description:
Surgeon was tying a knot on one of the valve sutures when it broke. It was a suture with a pledget. We were unable to find the pledget. We looked in the ventricle with a scope and a dental mirror and were unable to find where it went.